Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. To provide the status of the evaluation as well as additional information that was received. The actual device has not been received by the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow up no. 1 for mfg. To provide the status of the evaluation as well as additional information that was received. It was reported on (B)(6)2015 that the patient ambulated after bed rest without complication, subsequently transferred to another facility for a different procedure.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 2 for mfg. Report no. 9681834-2015-00246 to provide the return sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the urethane layer had been sheared off the core wire on the distal end of the shaft and hanging at 182mm from the distal end. The sheared part was found to match the exposed segment of the core wire, indicating that there was no missing segment of the urethane layer. Magnifying inspection found that the shear cross-section surface of the urethane layer was in a smooth state. The shearing was found to have been generated in the distal direction from the proximal end. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specifications being comparable to that of a current product sample. The state of the adhesion of the urethane layer to the core wire was closely inspected on the shear cross-section under magnification. Firm adhesion of the urethane layer to the core wire was confirmed verifying that the actual sample had no inherent anomalies. A review of the device history report and product release decision control sheet of the product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information, the damage is likely to have been caused by the actual device having been used in combination with a metal needle. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow up no. 2 for mfg. Report no. 9681834-2015-00246 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted in response to medwatch report no. Mw5056937 which was received from the FDA on (B)(4) 2015. The event description states the following: ""a 0.035" terumo "guidewire" was frayed after femoral access was obtained." Follow up communications with the user facility reported the following information: (1) the initial "j" wire would not advance through the access needle; (2) sonosite was used but it took multiple sticks to gain access; (3) the procedure was completed successfully; and (4) it was reported that there was no patient injury.